Event description:
On (B)(6) 2010, the pt reported she sees condensation inside the cartridge chamber of her insulin infusion device. She stated it is only a small amount. She was advised to dry the chamber with a cotton swab and allow the chamber to dry out for a few hours. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.